Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported she was having low blood glucose. Customer's blood glucose is 47 mg/dl. She treated with an orange and sugar. Customer has had lows for the last four days. The drive support cap appears normal. Customer erased a pattern basal. She may have been getting too much insulin because the pattern basal was set up by her doctor several weeks ago due to steroids she was taking. The device passed the displacement test. Nothing further reported.